Event description:
New information states that the device was explanted.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential inhibition. Upon review low level, high frequency noise was noted resulting in inhibition of pacing. The tachy therapies on the device were deactivated on (B)(6) 2017. The patient would continue to be monitored.